Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels highest (450 mg/dl) with ketones present on occasions. The customer would bolus and take manual injections to stabilize bg level. The contact stated elevated bg levels were due to eating more food than what was bolus for. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.